Event description:
The customer reported a speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction. No pt harm was reported. There was no report of audio loss. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.